Manufacturer narrative:
B4: date of this report: 18 june 2025. G3: date received by the manufacturer? 18 june 2025. H6: investigation findings updated to 3224.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements.based on our review of the data and du, we can see that the system experienced a period of instability and is now improving. Overall, bg values meet the sg trends well, taking into account the delay that can occur between changes in blood glucose and changes in the glucose seen by the system.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.